Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Evaluation summary: failure code 810:04 was confirmed. Inspection of the device found that this failure code was caused by the pump's air in line printed circuit board being out of specification. This part was replaced.

Event description:
During product evaluation, failure code 810:04 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.